Event description:
Status post bilateral transaxillary subglandular gels (unk size) for augmentation. Pt has not noted decreased size/changed texture/shape or history of trauma. Does complain of pain right greater than left, progressive and intermittent with a sharp pain thru chest into midback from right and a sharp, burning rib pain for several episodes, no etiology. Pt also complains of systemic symptoms, progressive for yrs which include arthralgias (positive am stiffness)/myalgias, paresthesias, spasms, swelling, fatigue, sleep disturbance, adenopathy, hot flashes, temporomandibular joint disease, visual changes, dizziness, memory loss, dry mucus membranes, hair loss, oral sores, sensitivity to sun/cold (questions raynaud's)/chemicals/sob/chest pain/costochondritis, choking sensation, weight gain, gi/gu/menstrual disturbance and easy bruising. Pt is otherwise healthy.